Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, an unspecified leak was reported with the use of the homechoice cassette, which is known to cause this alarm. The cause of the leak was found to be use error related in which the patient used a sharp object to open the carton. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location on the homechoice cassette that led to this alarm. The leak was further described as "solution on the table where the supply bags were sitting". No holes were noted in the bag and the connections were secured. Renal therapy services (rts) assisted the patient with clearing the alarm and advised to contact their nurse for assistance on completing therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.